Event description:
Selfholding screwdriver where the screws is fasten is not working.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection and manufacturing records revealed no discrepancies. The item returned was documented as having met specifications prior to distribution. The reported event was most likely caused by an insufficient handling. No non-conformity was identified.

Event description:
Selfholding srewdriver where the screws is fasten is not working.